Manufacturer narrative:
Device evaluated by MFR: synergy xd mr us 2.50 x 48mm stent delivery system was returned for analysis. An examination of the crimped stent identified stent damage. Stent struts in the distal region were stretched distally. The undamaged stent outer siameter was measured and the result is within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 47.8cm distal to the distal end of strain relief and multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. An examination found no issues with the tip. No other device issues were noted during analysis.

Event description:
Reportable based on device analysis completed on 14-apr-2021. It was reported that crossing difficulties were encountered. A 2.50mm x 48mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. No patient complications were reported. However, returned device analysis revealed stent damage and hypotube break.